Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined that the comb was damaged, and the locking pins would not push into the locking position; however, the repair was not completed because the account rejected the aged repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was in need of an unknown repair. Upon inspection it was found the device had a damaged comb and the locking pins would not push into the locking position. No harm or delay was reported along with this event. No other adverse events were reported along with the event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined that the comb was damaged, and the locking pins would not push into the locking position; however, the repair was not completed because the account rejected the aged repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was in need of an unknown repair. Upon inspection it was found the device had a damaged comb and the locking pins would not push into the locking position. No harm or delay was reported along with this event. No other adverse events were reported along with the event.